Event description:
The device was returned for analysis and the investigation of the device revealed that the subject coil delivery wire had broken during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned for analysis, and it was noted that the returned microcatheter was noted to be blocked at the hub with dried procedural fluid. The subject coil delivery wire was returned inside the introducer sheath. The delivery wire was kinked. The main coil was not returned and it was determined that the pi wire had broken at the proximal side of the detachment zone. A significant presence if blood was noted on the device. The functional inspection was not performed since the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging. The coil was stuck in the introducer sheath. The reported event: coil introducer sheath friction could not be confirmed during analysis since the main coil was not returned and will be assigned a probable cause of undeterminable. The as analysed codes coil delivery wire kinked/bent and coil delivery wire broken/fractured during use will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.